Manufacturer narrative:
Batch record review of lot b729 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. The assessment is based on information available at the time fo the investigation. No product was returned by customer for investigation, but the photo evaluation is still in progress; no root cause could be determined at this time, as the investigation is still in progress.

Event description:
Customer call to report several blood pump error alarms during photoactivation. After flushing the film with saline bolus system restarted. After 2 min occlusion system alarm occurred. While customer tried to give a saline bolus empty saline alarm occurred. Customer controlled the saline bag, it was not empty. Customer observed foam in the treatment bag and the photoactivation module. Customer inspected the photo activation module (pam) and found a leak on the right site of the pam on position of the outgoing tubing. Customer aborted treatment. No volume was given back to the patient. No product was returned for investigation; however, photos were provided for evaluation.